Manufacturer narrative:
Continued e1 (phone no.): (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported via regulatory agency left side "intracapsular rupture and silicone perspiration." Device was explanted.